Event description:
It was reported that 10 days after a sinus procedure that involved stammberger sinus dressing, the patient presented with product residue still in the surgical site. The surgeon alleges that this contributed to the patient developing a possible post-operative staph infection, however no further details regarding the alleged infection or post operative care were provided.

Manufacturer narrative:
The complainant's claim of residual product material remaining in the sinus cavity of the patient six months following the procedure could not be verified, nor a definitive root cause be determined, because the alleged residual material was not made available for evaluation to the designated complaint unit. A review the DHR associated with the subject lot number identified that all manufacturing specifications, including the sterility of the product, were met when the product was released into distribution.

Event description:
Updated information was received clarifying that six months after a sinus procedure that involved stammberger sinus dressing, the patient presented with unidentified residue still in the surgical site. The patient was taken back to the or to have this removed.